Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the e-box, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece had a delay in the cut-off of power during a surgical procedure. The case was completed with another device. There was no medical intervention. There were no adverse consequences reported as a result of this event.